Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found at the time of turning on the device. The field service engineer (fse) checked the device onsite and confirmed that the system was unable to power on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the fdc did not power on, led of dcps (direct current power supply) was found was not light on and also found no power output in dcps. To resolve the issue, fse replaced the dcps (direct current power supply). The defective part was sent for analysis, for dcps malfunction was observed and the failure was found to be led¿s stay off and fan is not running. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.